Event description:
An occlusion alarm was reported by the customer, leading to an emergency room visit and subsequent hospitalization with a blood glucose level was between 400-450 mg/dl with ketones identified as life threatening by a healthcare provider. The customer attempted to address the occlusion with a supply changed, however, was treated with intravenous fluids of saline and insulin which resolved the issue. The customer was released the next day with no permanent damage.